Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to a calibrated lab. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown time in (B)(6) 2011. The patient reported blood glucose results of "151 mg/dl" with a lifescan meter and "120 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is not known if the patient was taking any diabetes medications or whether he made any changes to his diabetes management regimen due to the alleged issue. At an unknown date/time, the patient indicated he was feeling lightheaded and sweaty prior to the start of the alleged issue; which he associated as low blood sugar symptoms. The patient however denied receiving any medical treatment as a result of the alleged symptoms. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and an approved sample site was used to obtain the result from the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to the start of the alleged issue. However, this complaint is being reported because the result obtained on the subject meter did not correlate with the patient's symptoms.